Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt experienced a pump stoppage due to the power module pt cable becoming disconnected at the power module. The pt also had numerous low voltage alarms. The power module pt cable was exchanged.

Manufacturer narrative:
Usage of the device: the usage of the power module pt cable is not known to the MFR as the pt cable is not labeled for single use. The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.